Manufacturer narrative:
The insulin pump alarmed button error followed by unresponsive buttons due to flattened esc button dome switch. The insulin pump was unable to perform unexpected error test due to button anomaly. The pump was received with scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of a button error and unexpected restart alarm from the insulin pump. The customer's blood glucose reading was 391 mg/dl. The customer treated with pens. The customer was unable to check the history due to buttons not responding. The customer did not program a temporary basal before the unexpected restart occurred. The customer was unable to clear the alarm. The customer stated that the button error did not occur right after the pump was exposed to moisture. The customer stated that a button was not pressed for 3 minutes or longer. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump. The customer will return the pump for analysis.